Manufacturer narrative:
B5, event description.

Event description:
It was reported that during a cori-assisted tka, surgeon was having issue with real intelligence cori changing external rotation values when adding varus/valgus to femur and/or tibia. Also, having issues with cori removing varus/valgus when slope is adjusted. Surgery was performed, without any delay, with the same device re-adjusting the values. No patient complications were reported.

Event description:
It was reported that during a cori-assisted tka, surgeon was having issue with real intelligence cori changing external rotation values when adding varus/valgus to femur and/or tibia. Also, having issues with cori removing varus/valgus when slope is adjusted. Surgery was performed, without any delay. It is unknown how procedure was finished. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.